Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient " felt like when my heart rate was slow". The patient then went in to ventricular tachycardia (vt) and was shocked to terminate. The physician made decision to implant single chamber implantable cardioverter defibrillator (ICD). The leadless implantable pulse generator (ipg) was inactivated. No patient complications have been reported as a result of this event.